Event description:
It was identified during a periodic review of the programming history database that a system diagnostic showed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.